Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The customer's husband reported that the cause of death was due to stroke. The customer reported blood glucose value of 102 mg/dl at the time of emergency medical service visit. The last known product(s) for the customer are as follows: mmt-397, mmt-332a and mmt-723nab. Troubleshooting was performed. The customer was wearing the pump at the time of passing. The customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. Mmt-397, mmt-332a are not expected to return. The customer discontinued the use of the device. The product mmt-723nab was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the stop (idle) current measurement test, run current measurement test, self test, off no power alarm test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and dat at 0.0873 inches. The following were noted during visual inspection: cracked display window, cracked case at display window corner, cracked belt clip slot cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available on the event date (B)(6) 2025 in the pump history file. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date (B)(6) 2025 due to no data available in the pump history file. Unable to perform the history review 1 week from the event date (B)(6) 2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.